Manufacturer narrative:
The system was used for treatment. A review of kit lot d340 was performed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories pto leak or alarm #1: air detected. No trends were detected. A corrective and preventive action has already been initiated for complaint category alarm #1: air detected and is now closed. Evaluation of the returned photographs is still in progress at the time of this report. A supplemental report will be filed when the analysis is complete. (B)(4). Device not returned

Event description:
Customer reported a blood leak that occurred at 1249 ml wbp during a blood prime procedure. The blood leak was first noticed when an air detected alarm occurred and a tiny bubble was noticed in the return line. Blood was noticed within the pto to the left side of the filter. Treatment was stopped. No blood was returned to the patient. Blood appeared to be within the cassette but the operator was not certain if the system remained closed. Css advised aborting the treatment if there is concern that sterility has been breached. The patient was disconnected from the kit and in stable condition. Css advised the reporter on clearing the air detected alarm and accessing the abort treatment button. Photos have been submitted for investigation.

Manufacturer narrative:
Photographs were received for analysis. Review of the photos confirmed a blood leak within the pump tubing organizer to the left of the filter. Based on the observed location, the leak appears to be from the welded area of the filter housing. Analysis determined the root cause is most likely associated with failure of the filter cover weld. Complaints are monitored through tracking and trending. Should a trend occur, further action will be taken though the therakos continuous improvement process. (B)(4). Device not returned to manufacturer.